Event description:
It was reported that the cannula curvatures were incorrect on six (6) m 5sct/cfs, specialized single cannula cuffless tracheostomy tubes. This was visually detected prior to actual device placement/use.

Manufacturer narrative:
M5sct/cfs